Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the exhalation valve flow sensor had a leak. The se performed extended self-testing on the device and all tests passed.